Event description:
This spontaneous report was received on (B)(6) 2011, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access power flosser, for dental cleaning (route- dental, lot number, frequency, expiration date unspecified). After an unspecified duration, the consumer noticed that one section of the refills came apart immediately upon trying to go between teeth. This report had no adverse event and the action taken with the device was unknown. Complaint sample was not returned to manufacturer and lot number was not provided. Complaint analysis would be managed through monitoring of the monthly trends. This report was considered a reportable malfunction case.

Manufacturer narrative:
(B)(4). The sponsor has revised its standard operating procedures for MDR reporting and believes that these events should be reported. This closes out this report unless other additional significant information is received.